Event description:
The account alleged the side rail will not latch in the upright position. No patient impact.

Manufacturer narrative:
The account replaced the complete side rail to resolve the issue.